Manufacturer narrative:
This report is submitted on june 27, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient developed a (B)(6) infection resulting in extrusion of the receiver stimulator. Subsequently, the device was explanted on (B)(6) 2017. There are plans to reimplant the patient in 3-6 months time.